Event description:
The catheter was inserted 11/06/96 and removed 04/18/97 because of a split on the arterial lumen below the bifurcation.

Manufacturer narrative:
A remedial action pertaining to this incident has been initiated by the MFR (vas-cath). Evaluation of the catheter when received, reveals the same opacity and buff-yellow discoloration of the extensions as the previous catheter complaints from this hosp. Teh discoloration and the leak are at the site of the bifurcation and extend proximally about 2 cm. Tape residue is noted over the extensions, where the split occurred. It appears that the discoloration of the extension is on the outside, working its way toward the inside of the lumen. It is localized to the area of dressing changes, and disinfecting procedures. The discoloration, believed to be due to the use of iodine. The printing has been wiped off of the extensions, which can be a sign of chemical attack. There is extensive tape residue noted over the area of the split. The discoloration, opacity, and printing that has been removed, are all similarities to the previous complaints. Contact with the dialysis centre found that recommended procedures in cleansing disinfectants were being used. A sample of the dressing being used to cover the catheter site was also sent for evaluation. It was a semi-occlusive dressing, allowing moisture and oxygen through the material. The device history review showed no related issues and the complaint history review showed three other similar complaints for this lot. The split in the extensions is confirmed. The swelling and discoloration may be a result of some agent absorbing into the tubing, combined with pressure within the tube.